Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Three - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(6) 2010 07:24:51 and (B)(6) 2010 07:19:32. Two - vf=190 ms on (B)(6) 2010 12:21:50 and on (B)(6) 2010 08:28:09. Ventricular short interval count v-sic=97.4 counts avg/day, in 2.10 days, between (B)(6) 2010 06:02:31 and (B)(6) 2010 08:33:40.

Event description:
It was reported that the right ventricular lead produced noise and oversensing. After further investigation, it was determined the lead had a fracture. The lead is no longer in service and was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead produced noise and oversensing. After further investigation, it was determined the lead had a fracture. The lead is no longer in service and was replaced. No patient complications have been reported as a result of this event.